Manufacturer narrative:
H9/reporting number: 3011050570-10/24/2023-001-r added here due to character limitation in respective field. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus rigid video scope had a green image. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to a faulty charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following may have caused the faulty charge coupled device: unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to "c-holder" before the bumper sleeve is joined pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. A definitive root cause cannot be specified. Olympus will continue to monitor field performance for this device.